Manufacturer narrative:
Diacom. A ge service representative performed an on site investigation. The service rep replaced the external interface board. The system operates as intended.

Event description:
It was reported that the diacom on the 9800 system was not working.